Event description:
A report was received that the patient was experiencing pain in the hip and leg following a trial procedure. It was believed that this was caused during the insertion of the lead. The patient was given steroid injection and was reportedly doing well.